Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) lost calibration during use. The srt tried to recalibrate and the system would not calibrate. The srt found the oxygen (o2) sensor was not making good contact with the connector. The o2 sensor was new, therefore, this is considered an "out of box" failure. There was no patient involvement.

Manufacturer narrative:
The laboratory evaluation confirms the reported issue. There is damage to the connector of the o2 sensor, wit debris visible inside, making inserting into an epgs impossible. The returned cable met performance specifications.